Event description:
It was reported that during a da vinci si thoracic sympathectomy procedure, while using the (B)(4) bipolar forceps instrument, the instrument began to smoke and an arc was visible. The instrument was removed and replaced with an instrument of the same type and the planned surgical procedure was completed. No patient harm, injury or adverse event was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found both yaw pulleys exhibited charring and localized melting at the grip base. Engineering concluded that the charring likely occurred due to a breach in insulation, carbonized tissue creating a conductive path, and or a high generator setting. Electrical continuity passed, no other damage was found.